Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Pump received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Event description:
It was reported that insulin pump had led anomaly. Customer's current blood glucose was not given. Insulin pump will be return for analysis.